Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with multiple episodes of non-sustained rv oversensing due to lead noise. Noise was not reproducible in clinic. A chest x-ray and home monitoring was suggested. Programming changes been made.